Event description:
It was reported that the customer was hospitalized with dka. Customer stated they checked the settings in the pump and they had been erased. Review of the alarm history revealed the pump had alarmed e-11 and e-01. Explained that these alarms wer most likely the result of esd.